Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 410 mg/dl at the time of incident. Troubleshooting found that drive support cap and time and date programming were normal and customer indicated that the pump and basal settings are correct. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to further troubleshoot. Troubleshooting found that the pump was working as designed and customer was advised to change out set, reservoir and insulin and treat per doctor's instruction.